Event description:
An infusor overinfused. The unit contained morphine hydrochloride and normal saline to a total volume of 96ml. The infusion was reportedly complete 8 hrs earlier than anticipated. Customer reports no adverse pt reaction.